Event description:
Consumer complaint of "hi" blood results. Expected blood glucose results fasting/ at least 2 hours after meals range from 100 - 120 mg/dl. Testing performed twice daily; morning and evening. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call after meal ((B)(6) 2015; 4:53pm) with results of "hi" and "hi". Verified storage of test strips is within specification since they are kept in the bedroom. Test strip lot MFR's expiration date is 02/28/2015 and open vial date is 10/18/2016. Recall test results performed fasting/ at least two hours after meals from meter memory (date/time not set correctly); no adverse event reported.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: strip issue, user has high glucose value.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).